Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip stapler 30 was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection displayed no signs of physical damage. The stapler was placed on an in-house system and attached to and removed from the system as expected. The instrument passed the recognition and engagement tests on three of three attempts. The instrument failed to respond to master tool manipulators (mtm) commands but removing it from the arm was not an issue. Review of system logs were unable to verify any failures. The instrument was found to have a broken grip cable at the pivot tube. The cable was fully broken. As a result, the grips will not open or close. The segment of the cable that contains the crimp is still intact. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip 30 stapler instrument got stuck with the robotic elbow arm bent while still in the patient. Customer tried using the key to unlock without success. Customer ended up having to pull it out with force. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue when the issue occurred. It was the angulation of the stapler that was stuck. They used the key thinking they could straighten out the angle, but it was not successful. They removed the stapler with its angled position with the trocar. No effect to tissue. No unexpected tissue removal. The bleeding was normal and expected as part of the procedure.